Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for explant of an implantable cardioverter defibrillator and right ventricular lead due to infection. Vegetation was noted on the lead. The patient was in stable condition following the procedure.